Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs046. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1: submitted: 09/17/2015: the pump was returned to the manufacturer and investigated by product analysis on 08/21/2015 with the following findings: review of the black box history revealed one record of call service alarm 064. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. During the investigation, the pump was unable to hold a prime. Therefore, complete testing could not be performed. The pump was unable to be adequately investigation for the call service alarm due to moisture contamination inside the pump, reported on medwatch report 2531779-2015-22023 on 09/10/2015.